Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter received one companion sample for evaluation. The customer reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink y-type blood set had a leak. This issue occurred during infusion. The customer stated that the leak was from between the tubing and the bottom of the drip chamber. There was patient involvement, however there was no patient injury or medical intervention reported. Additional information was requested and is not available.